Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was able to reproduce the symptom error 322 alarm during testing and confirm the alarm through review of the device history log. The alarm was caused by loose upper latch switch screws, which will trigger an intermittent open/closed switch, which screws, which will trigger an intermittent open/closed switch connection. The upper aux assembly has been replaced.

Event description:
It was reported that a pump alarmed for a system error 322 it was also reported that there was no pt injury.